Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350 - 2016 -01381.

Manufacturer narrative:
Additional information was received and the investigation results have been updated. The latest version is shown below. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: the event has been reported to german competant authorities by dr. Mittelstädt from the orthopädische klinik markgröningen. Under the event description the following is stated. In 2011 the revitan revision hip prosthesis was implanted within the scope of a two stage septic total hip endoprosthesis revision. First the patient was very satisfied with the result. Without any previous trauma load dependent pain occurred at the proximal femur approximately since on (B)(6) 2016. A fracture of the revision stem in the tapered connection area was diagnosed. An aseptic transfemoral stem revision to another revitan stem was performed on (B)(6) 2016. Review of received data: x-rays: the x-rays dated on (B)(6) 2011, show the situation one day after implantation. On both x-rays an l for left is indicated, however the x-rays concern a right hip prosthesis. A revitan stem with a ceramic head and an allofit cup with 3 screws are implanted. Staples used for the wound closure are visible. On the ap as well as on the second view the trochanter major exhibits an osteolytic bone structure. On the medial side, the proximal part of the stem is only covered by bone on one third (ap view) and respectively one half (second view) of its lengths seen from distal. In this area the bone structure appears osteolytic directly adjacent to the stem on the height of the trochanter minor. There seems to be a tiny gap between the stem and the lateral bone on the ap view. On the ap x-ray dated on (B)(6) 2016 the connection pin of the revitan stem is fractured and the proximal fracture piece is tilted to medial. Proximal laterally there is a possible sclerotic line visible in the femoral bone. This line reaches until some millimeters below the proximal end of the distal part of the stem. Below the tip of the revitan stem an intramedullary bony bridging can be seen. The second view dated on (B)(6) 2016 shows osteolysis on the lateral and medial side of the proximal part. The bridging in the medullary canal seems to be incomplete. The last set of x-rays dated on (B)(6) 2016 exhibits the situation after the revision surgery. A new revitan stem with a long proximal part is implanted and there are three cerclages around the femur. However, those x-rays are not relevant to the current case. Surgical report of implantation on (B)(6) 2011. The report was translated from german to english and the main points are summarized below. Diagnosis: calmed periprosthetic infection with interim prosthesis with clear contractures. The joint is exposed and dislocated. The interim stem and cement are removed. The acetabulum is exposed. The cemented cup, the three screws as well as the cage (ganz) and cement from the acetabular ground are removed. The acetabulum is stepwise reamed until cup size 64. The acetabulum has a defect type paprowsky iii a. An allofit s shell is impacted with an inclination of 45° and an anteversion of 20°. A pressfit is obtained. Additionally, four screws are used having a good fixation. A hooded insert is impacted. Now, the femur is prepared. With a rasp size 22/140 a sufficient tree surface fixation is possible. The original distal part is impacted and a firm fixation is obtained. Some bone needs to be removed from the trochanter region. The trial component size 55 is mounted. Using a head with neck length l the tension is too small. A trial component with a head with neck length l is mounted which results in correct leg length, good tension and no dislocation tendency. After dislocation the original part size 65 with the same antetorsion is assembled in situ using the torque wrench. Another trial reduction with a head with neck length l is performed showing the same result. Therefore, the safety nut is screwed using the torque wrench. In the proximal area cancellous bone is put which has been removed from the bone. The taper is cleaned and a sulox head with neck length l is assembled, the joint reduced. A long lavage of the wound is performed, a redon drain is placed and the wound is closed. Ap x-ray right hip: correct position of the implant, no signs of fissure or fracture. Medical letter on (B)(6) 2016 from dr. (B)(6): the letter was translated from german to english and the main points are summarized below. On (B)(6) 2016, the patient underwent a body scintigraphy to answer the following question: suspicion of loosening of right total hip endoprosthesis and heavy pain right hip. The assessment section states: minor signs of stem loosening of the right total hip endoprosthesis. Outpatient clinic letter on (B)(6) 2016 from (B)(6) to dr. (B)(6): the letter was not properly scanned. The right as well as the upper page margin of the second page is cut off and therefore the letter¿s content is incomplete. As far as readable the letter was translated from german to english and the main points are summarized below. The anamnesis section states that the patient comes to discuss the results of the hip puncture performed on (B)(6) 2016. Additionally, he reports about a snapping in the hip when sitting down and walking; in doing so pain is present. The procedure section mentions that due to the snapping phenomena in the hip there is suspicion of a coxa saltans right. An MRI investigation and physiotherapy are indicated. 1.6 medical letter on (B)(6) 2016 from (B)(6) to dr. (B)(6). The letter was translated from german to english and the main points are summarized below. Diagnosis: failure of the implant due to fracture of the modular revision prosthesis right after state of septic total hip prosthesis revision right 2011 ex-domo. Therapy suggestion: revision of the stem if necessary via transfemoral approach anamnesis: the patient complains about pain in the area of the right hip joint for several weeks. Extensive diagnostic measures have been performed. Findings: the patient shows a limping gait using two crutches. Load bearing of the right leg is painful especially in the area of the right proximal femur. The passive movement is painful as well in flexion and rotation. The local finding is bland. Diagnostic: joint puncture on (B)(6) 2016: alpha-definsin-test negative, cell number not significantly enhanced. MRI right hip joint on (B)(6) 2016: suspicion of bursitis trochanterica, scarred changes in the panniculus adiposus. Body scintigraphy on (B)(6) 2016: minor signs of stem loosening of the right total hip endoprosthesis. X-rays pelvis overview and hip joint right axial on (B)(6) 2016: failure of the implant due to fracture of the revision prosthesis in the area of the taper between stem and proximal part. Outpatient clinic letter on (B)(6) 2016 from (B)(6) to dr. (B)(6): the letter was not properly scanned. The right page margin is cut off and therefore the letter¿s content is incomplete. As far as readable the letter was translated from german to english and the main points are summarized below. Due to emergency the patient came to the outpatient clinic on (B)(6) 2016, because a material lesion of the implanted prosthesis was discovered externally. The internal anamnesis section states that the patient¿s height and weight are 1.87 m and 112 kg. The delivered as well as the x-rays taken in two views show the taper fracture. An aseptic transfemoral total hip endoprosthesis revision is planned and the surgery will take place on (B)(6) 2016. Hospital admission findings on (B)(6) 2016 (B)(6). The letter was not properly scanned. The right page margin is cut off and therefore the letter¿s content is incomplete. As far as readable the letter was translated from german to english and the main points are summarized below. The findings do not state additional information that was not already mentioned in the previous documents. Surgical report of revision on (B)(6) 2016. The report was translated from german to english and the main points are summarized below. Diagnoses: 1. Fracture of the cement free revision prosthesis at right hip joint. 2. Condition after two stage septic hip revision in domo in 2011. Procedures: 1. Revision of the stem at right hip joint using a transfemoral approach (distal curved revitan 22 x 140 mm, proximal 105 mm, merete adapter 2 xl and ceramic bioball head 32 mm). 2. Taking of 5 bacteriological and histological samples. Surgical course: an extended postero-lateral approach including the old scar is used. When opening the joint a moderate amount of a clear effusion drains. The electric knife (cauter) is used to prepare the femur. 22 cm below the trochanter major a double cerclage is set. A femoral flap is prepared and flipped over to ventral. The flap was created exactly at the tip of the stem. The stem shows a fracture of the taper. The two fracture parts are removed separately. Now the cup is exposed. The insert is intact and is remained in situ. Now the femur is newly exposed. The two bony covers are cleaned from scar tissue which is saved for biological and histological examination. The distal part of the femoral canal is drilled. Only the last rasp has good long distance bony contact. The femur is prepared using the revitan reamers size 22 x 140 mm. The reamer has a good fixation in the bone on a depth of about 4 cm. The original distal part is placed and a proximal trial 105 mm with an antetorsion of approximately 15° and a head with long neck length is mounted. The joint is reduced. It shows an increased axial pumping phenomenon and a slightly increased dislocation tendency dorsally. The head is exchanged to an xl head. After reduction no increased dislocation tendency is obvious neither to ventral nor to dorsal. However, there is still a slightly increased axial pumping phenomenon. The joint is dislocated and the proximal trial removed. An original proximal part 105 mm is mounted with an antetorsion of approximately 15°. The parts are assembled using a torque wrench. The connection is saved using the safety nut. Now a merete-adapter 2 xl and a bioball ceramic head 32 mm is placed. The definite reduction shows no ventral dislocation tendency, dorsal dislocation from 90° flexion, 20° adduction and 50° internal rotation and no axial pumping phenomenon. The femoral flap is repositioned and firmly fixed with two double cerclages. A jetlavage cleaning is performed, a redon drain is placed and the wound is closed. X-ray right hip in two views: correct position of the implant, no unexpected signs of fissure or fracture. Devices analysis: please refer to 0009613350-2016-01381-2. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Instruction for use (IFU) lists as side effects: implants can fracture, become loose or undergo excessive wear, or their functioning may be impaired if they are subjected to excessive loading, are damaged or have been implanted incorrectly or handled improperly and loosening of the implant as a result of changes in the load-transfer conditions, wear and failure of the cement bedding and/or tissue reactions to the implant. Conclusion: the hip prosthesis was revised after approximately 5 years in vivo due to a stem fracture. The x-rays taken in 2011 show, that the proximal part of the stem is only partially supported by bone on the medial side. Comparing those x-rays to the ones dated on (B)(6) 2016, it seems that osteolysis is present in the area of the proximal part and that the sclerotic line visible proximal laterally indicates the position of the proximal part before tilting. The revitan stem is fractured at the connection pin due to fatigue in the non-blasted area some millimeters distal of the proximal end of the distal stem part. The fracture origin is polished and located on the lateral side of the stem. Approximately the first quarter of the fracture surfaces is covered by blackish deposits. On the proximal fracture part a circumferential stripe revealing fretting corrosion, polishing, corrosion and smeared metal could be observed. Within this stripe transverse cracks are recognizable. It is unknown if that stripe existed already before the start of the fracture and is associated with it or developed exclusively as a concomitant. The different deposits seen on the fracture surfaces and the connection pin can probably be assigned to corrosion products. The bone on growth seen on the revised parts seems to be in agreement with the x-rays showing direct bone contact between bone and stem only around the distal stem part. Further, the polished transverse lines seen on the medial side of the proximal part could probably derive from movement against the bone and indicate loosening. However, as there are no x-rays between implantation and before the fracture of the stem at hand it cannot be said at what point in time the loosening occurred (before or after the fracture). The patient¿s weight at the time of implantation and if it changed over time is unknown. The given weight and height of the patient shortly before revision resulted in a bmi of 32 which can be classified as obese class I according to the bmi scale (bmi 30 - 35). It can only be hypothesized that a combination of factors, e.g. Sub-optimal proximal bone support and fretting corrosion / corrosion on the connection pin may have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. It is unknown to which extent each factor had an influence on the sequence of events and if there were other influencing factors. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential pin breakages of the revitan revision hip system in the future. Zimmer gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer gmbh considers this case as closed again. Zimmer's reference number of this file is (B)(4).

Event description:
No event update.

Manufacturer narrative:
Updates: describe event or problem, implant date, date received by MFR, type of reports, additional MFR narrative. Additional: common device name, model #/lot #, if follow-up, what type?, device manufacture date. The manufacturer did not receive the product for investigation. Surgical report and x-rays were received. It was mentioned that the product will be returned for investigation. Where lot numbers were received for the devices, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
An user report with nca (B)(4) was received on november 2, 2016. It has now been reported that the patient was implanted a revitan, distal part, curved, uncemented, 22/140 on (B)(6) 2011 occurred in the course of a two-sided septic hip tep change. The patient was very satisfied with the result. However, since approximately (B)(6) 2016 patient felt load dependent pain located at the proximal femur, without previous injury occurred. A breakage at the conical connection of the revision shaft was diagnosed. The revision surgery (aseptic transfemoral prosthesis shaft exchange) was performed on (B)(6) 2016. No contributing conditions related to the event were reported.

Manufacturer narrative:
This case was re-opened to enter additional information received: concomitant medical devices: revitan, proximal part, cylindrical, uncemented, 65, taper 12/14, ref# (B)(4), lot# 2614455; sulox head, m, 32/0, taper 12/14, ref# (B)(4), lot# 2610463. This additional information does not change previous manufacturer's assessment of the case. Zimmer considers this case as closed again. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
An user report of the (B)(6) was received on november 2, 2016 with following content: in 2011 an implantation of a revision prosthesis occurred in the course of a two-sided septic hip tep change. The patient was very satisfied with the result. However, since approximately (B)(6) 2016 patient felt load dependent pain located at the proximal femur, without previous injury occurred. A breakage at the conical connection of the revision shaft was diagnosed. The revision surgery (aseptic transfemoral prosthesis shaft exchange) was performed on (B)(6) 2016. Note: the exact date of implant was not reported, therefor the last day of the last month in 2011 was taken.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: the event has been reported to (B)(6) by dr. (B)(6) from the (B)(6). Under the event description the following is state: in 2011, the revitan revision hip prosthesis was implanted within the scope of a two stage septic total hip endoprosthesis revision. First the patient was very satisfied with the result. Without any previous trauma load dependent pain occurred at the proximal femur approximately since (B)(6) 2016. A fracture of the revision stem in the tapered connection area was diagnosed. An aseptic transfemoral stem revision to another revitan stem was performed on (B)(6) 2016. Review of received data: - x-rays: the x-rays dated (B)(6) 2011 show the situation one day after implantation. On both x-rays an l for left is indicated, however the x-rays concern a right hip prosthesis. A revitan stem with a ceramic head and an allofit cup with 3 screws are implanted. Staples used for the wound closure are visible. On the ap as well as on the second view the trochanter major exhibits an osteolytic bone structure. On the medial side, the proximal part of the stem is only covered by bone on one third (ap view) and respectively one half (second view) of its lengths seen from distal. In this area the bone structure appears osteolytic directly adjacent to the stem on the height of the trochanter minor. There seems to be a tiny gap between the stem and the lateral bone on the ap view. On the ap x-ray dated from (B)(6) 2016 the connection pin of the revitan stem is fractured and the proximal fracture piece is tilted to medial. Proximal laterally there is a possible sclerotic line visible in the femoral bone. This line reaches until some millimeters below the proximal end of the distal part of the stem. Below the tip of the revitan stem an intramedullary bony bridging can be seen. The second view dated from (B)(6) 2016 shows osteolysis on the lateral and medial side of the proximal part. The bridging in the medullary canal seems to be incomplete. The last set of x-rays dated from (B)(6) exhibits the situation after the revision surgery. A new revitan stem with a long proximal part is implanted and there are three cerclages around the femur. However, those x-rays are not relevant to the current case. Surgical report of implantation: the report was translated from (B)(6) to english and the main points are summarized below. Diagnosis: calmed periprosthetic infection with interim prosthesis with clear contractures. The joint is exposed and dislocated. The interim stem and cement are removed. The acetabulum is exposed. The cemented cup, the three screws as well as the cage (ganz) and cement from the acetabular ground are removed. The acetabulum is stepwise reamed until cup size 64. The acetabulum has a defect type paprowsky iii a. An allofit s shell is impacted with an inclination of 45° and an anteversion of 20°. A pressfit is obtained. Additionally, four screws are used having a good fixation. A hooded insert is impacted. Now, the femur is prepared. With a rasp size 22/140 a sufficient tree surface fixation is possible. The original distal part is impacted and a firm fixation is obtained. Some bone needs to be removed from the trochanter region. The trial component size 55 is mounted. Using a head with neck length l the tension is too small. A trial component with a head with neck length l is mounted which results in correct leg length, good tension and no dislocation tendency. After dislocation the original part size 65 with the same antetorsion is assembled in situ using the torque wrench. Another trial reduction with a head with neck length l is performed showing the same result. Therefore, the safety nut is screwed using the torque wrench. In the proximal area cancellous bone is put which has been removed from the bone. The taper is cleaned and a sulox head with neck length l is assembled, the joint reduced. A long lavage of the wound is performed, a redon drain is placed and the wound is closed. Ap x-ray right hip: correct position of the implant, no signs of fissure or fracture. Surgical report of revision: the report was translated from german to english and the main points are summarized below. Diagnosis: 1. Fracture of the cement free revision prosthesis at right hip joint. 2. Condition after two stage septic hip revision in domo in 2011. Procedures: 1. Revision of the stem at right hip joint using a transfemoral approach (distal curved revitan 22 x 140 mm, proximal 105 mm, merete adapter 2 xl and ceramic bioball head ø 32 mm). 2. Taking of 5 bacteriological and histological samples. Surgical course: an extended postero-lateral approach including the old scar is used. When opening the joint a moderate amount of a clear effusion drains. The electric knife (cauter) is used to prepare the femur. 22 cm below the trochanter major a double cerclage is set. A femoral flap is prepared and flipped over to ventral. The flap was created exactly at the tip of the stem. The stem shows a fracture of the taper. The two fracture parts are removed separately. Now the cup is exposed. The insert is intact and is remained in situ. Now the femur is newly exposed. The two bony covers are cleaned from scar tissue which is saved for biological and histological examination. The distal part of the femoral canal is drilled. Only the last rasp has good long distance bony contact. The femur is prepared using the revitan reamers size 22 x 140 mm. The reamer has a good fixation in the bone on a depth of about 4 cm. The original distal part is placed and a proximal trial 105 mm with an antetorsion of approximately 15° and a head with long neck length is mounted. The joint is reduced. It shows an increased axial pumping phenomenon and a slightly increased dislocation tendency dorsally. The head is exchanged to an xl head. After reduction no increased dislocation tendency is obvious neither to ventral nor to dorsal. However, there is still a slightly increased axial pumping phenomenon. The joint is dislocated and the proximal trial removed. An original proximal part 105 mm is mounted with an antetorsion of approximately 15°. The parts are assembled using a torque wrench. The connection is saved using the safety nut. Now a merete-adapter 2 xl and a bioball ceramic head 32 mm is placed. The definite reduction shows no ventral dislocation tendency, dorsal dislocation from 90° flexion, 20° adduction and 50° internal rotation and no axial pumping phenomenon. The femoral flap is repositioned and firmly fixed with two double cerclages. A jetlavage cleaning is performed, a redon drain is placed and the wound is closed. X-ray right hip in two views: correct position of the implant, no unexpected signs of fissure or fracture. Devices analysis - visual examination: for easier handling the ceramic head has been removed from the stem during cleaning. Before the orientation of the components to each other were marked. The connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approx. 2 to 5 mm distal of the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The fracture surfaces of the proximal and distal fracture part look identical and show a fatigue fracture starting from the lateral side. In this area there is a small polished line along the circumference of the connection pin. The fracture origin area is polished as well and approximately the first quarter of the surface is covered by blackish deposits. Medially and anteriorly zones polished to a shine are visible on the fracture surface. In the same area the inside of the distal part¿s body is slightly damaged. On the face surface of the distal part¿s body a mark most likely deriving from the proximal trial part can be recognized. Further, there are two small polished areas on one edge of each shoulder. The anchoring surface is damaged by scratches and instrument marks most likely due to the removal of the part. The distal part shows bone attachments on its entire length. On the proximal fracture part of the connection pin there is a circumferential stripe showing surface changes adjacent to the blasted area. Closer inspection of the stripe with a low power microscope (leica m216 a, eq-ID 151663) revealed fretting corrosion, polishing, corrosion and smeared metal. In the stripe transverse running cracks also located on the medial side could be detected. On the blasted surface of the pin some greenish deposits can be noticed. The face surface of the proximal part reveals small polished areas on both shoulders. The anchoring surface of the proximal part is damaged by scratches and does not show bone ongrowth. On the medial side polished transverse lines also merging into the anterior side are visible. The sulox head shows smeared metal on the articulation surface as well as on the bottom and chamfer. The taper is inconspicuous. Conclusion: the hip prosthesis was revised after approximately 5 years in vivo due to a stem fracture. The x-rays taken in 2011 show, that the proximal part of the stem is only partially supported by bone on the medial side. Comparing those x-rays to the ones dated from (B)(6) 2016, it seems that osteolysis is present in the area of the proximal part and that the sclerotic line visible proximal laterally indicates the position of the proximal part before tilting. The revitan stem is fractured at the connection pin due to fatigue in the non-blasted area some millimeters distal of the proximal end of the distal stem part. The fracture origin is polished and located on the lateral side of the stem. Approximately the first quarter of the fracture surfaces is covered by blackish deposits. On the proximal fracture part a circumferential stripe revealing fretting corrosion, polishing, corrosion and smeared metal could be observed. Within this stripe transverse cracks are recognizable. It is unknown if that stripe existed already before the start of the fracture and is associated with it or developed exclusively as a concomitant. The different deposits seen on the fracture surfaces and the connection pin can probably be assigned to corrosion products. The bone ongrowth seen on the revised parts seems to be in agreement with the x-rays showing direct bone contact between bone and stem only around the distal stem part. Further, the polished transverse lines seen on the medial side of the proximal part could probably derive from movement against the bone and indicate loosening. However, as there are no x-rays between implantation and before the fracture of the stem at hand it cannot be said at what point in time the loosening occurred (before or after the fracture). It can only be hypothesized that a combination of factors, e.g. Sub-optimal proximal bone support and fretting corrosion / corrosion on the connection pin may have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. It is unknown to which extent each factor had an influence on the sequence of events and if there were other influencing factors. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer (B)(4) decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).